Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus deutschland gmbh (ode) made conscientious efforts, but was not able to obtain information about the reprocess method from the user facility. The device was returned to ode for evaluation. Ode sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument, the air/water channels of the device. The testing result cleared the german guideline. Ode inspected the device and confirmed the following: -the ccd cover glass was cracked and the larger light guide cover glass was chipped. -the distal end cap was scratched. -the insertion tube was scratched and the coating was slightly loose. -the scope cover was slightly deformed. -the air/water cylinder unit was corroded and the color of the nut was missing. -the red paint around the suction cylinder was missing. -the remote switch 1 was deformed. -the switch box unit was worn. -parts of the endoscope connector were missing. -the angulation was insufficient. -the braking force of the up / down angulation control knob was a little insufficient. -the biopsy channel was incised. -the universal cord was scratched. -the endoscope connector was slightly deformed. The reprocessing process may have been delayed after the device was used because the device inspection result confirmed dirt stuck to the cylinder. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing conducted by the third party laboratory after reprocessing by ode cleared the german guideline. However, based upon the past similar cases, the reported event may have been caused by the following: -there was a difference in the reprocessing method of the device performed by the user facility and ode. -contamination occurred during sample collection for microbiological testing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the unspecified channel of the device tested positive for stenotrophomonas maltophilia (40 cfu/ml). In addition, it was reported that the following microbes were detected at 37 °c for 48 hours by membrane filtration. Serratia marcescens (5 cfu/10ml); pseudomonas aeruginosa (1 cfu/10ml); stenotrophomonas maltophilia (87 cfu/10ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.